Manufacturer narrative:
For the investigation the provided logfiles were analysed. A device failure was posted on two different events. The first posted device failure was due to a hard shut down of the device which was most likely initiated by the user with the rocker switch. In the event of a hard shut down persistent data can be compromised and result in a failure message as seen. The second posted device failure was during start up of the device. The cockpit, meaning the displaying unit performed a warmstart. The cockpit is independent from the ventilation unit. The root cause was a temporary problem within the internal communication between cockpit and ventilation. No patient was involved. Both potentially affected parts were preventively exchanged and sent in for investigation. They were tested and found within specification. The by the user described situation of a not working ventilator could not be confirmed. The device was already tested by a dräger service representative without any deviation observed and was returned into use with no further problems reported to date.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that while in use, the ventilator would not work, generated alarm and displayed a 'device failure' message. The machine was reportedly swapped out and there was no patient injury reported.